Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked the patient. Upon review, it was noted that the device was incorrectly interpreting the episode of atrial fibrillation with rapid ventricular rate (rvr) as ventricular tachycardia (vt). Programming changes were completed. The patient was stable.